Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for clarification, does firing handle was stuck when it was half grasped mean that the firing handle was not able to be fully squeezed plastic to plastic? No if no, please explain. For clarification, was the target tissue partially cut and partially stapled? Yes. Or, was the target tissue partially cut and fully stapled? No.

Event description:
It was reported that during a hemorrhoidectomy, the firing handle was stuck when it was half grasped. The crunch was heard and the doctor felt that the washer was cut. When the device was removed from the patient, it was found that the target tissue was partially (half) cut and stapled. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2016. Batch # m55677 the analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.